Event description:
Boston scientific received information that this pacemaker displayed undersensing, high pacing threshold, loss of capture (loc) and high out-of-range pacing lead impedance measurements for the right ventricular (rv) lead. Additional information was received indicating that the cause was not conclusively determined. No visual defects were noted in both lead and device. Pacing was not delivered at maximum outputs. The rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.